Event description:
The pt had undergone a makoplasty partial knee arthroplasty procedure on (B)(6) 2011. An infection was treated with a routine incision and drainage procedure. The surgeon decided to replace the mako tibial onlay uhmwpe (ultra-high molecular weight polyethylene, or poly) insert with the same model as a precaution.

Manufacturer narrative:
As part of normal complaint f/u an eval was performed by mako surgical with regard to this event. The surgeon exchanged the poly as a precautionary measure to avoid any potential infectious pathology that might have been present on the poly (uhmwpe) component, the mako rep present during the case stated that there were three other non-makoplasty infections in the same operating room that week. The cultures from all infections grew both strep and (B)(6) strains.